Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decrease in the monitoring voltage, and an increased charge time (CT). Premature battery depletion was questioned.